Manufacturer narrative:
The customer reported that the unit fails to recognize a battery in bay a and unexpectedly shuts down. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit fails to recognize a battery in bay a and unexpectedly shuts down.